Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter. Initially, it was indicated that upon opening the catheter, the varipulse catheter loop would not open or close. When the varipulse catheter was replaced, the issue was resolved, and the procedure was continued. With the initial information available, this event was assessed as non MDR reportable. However, on 20-may-2025, additional information was received which indicated that the loop of the catheter was stuck/jammed in full contracted position. The knob/piston was unable to be turned and/or pushed up and down. As such, the event was re-assessed as MDR reportable with an awareness date of 20-may-2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation was completed on (B)(6) 2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and the loop of the catheter was stuck/jammed in full contracted position. The knob/piston was unable to be turned and/or pushed up and down. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, functional tests and a manufacturing investigation of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection and contraction tests were performed. The device contraction mechanism is rigid to maneuver, and the curve does not meet the specification. Due to this condition, a manufacturing investigation on the device was performed. It was determined that contraction knob caused an over torquing due to improper use of torquing machine, and therefore, causing the contraction issue. Also found was an improper placing of the tension knobs, causing the deflection issue observed. A manufacturing record evaluation was performed for the finished device number 31511900l, and no internal actions related to the reported complaint were identified. The contraction stuck reported by the customer was confirmed, as the issues observed on the knob may be related to the failure reported by the customer. The potential cause of the condition observed on the knob is related to the manufacturing process. The deflection observed was not originally reported and it is unrelated to the initial customer event description. The potential cause is also the manufacturing process. The instructions for use (IFU) contain the following information: verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).